Event description:
It was reported to baxter (B)(4) that an infusor sv1.5 overdelivered during patient use. The device infused an unknown patient with a solution of 2877 milliligrams 5-fluorouracil in 250 milliliters of nacl in 126 hours instead of the expected 168 hours. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.